Manufacturer narrative:
(B)(4). The investigation of the returned sample confirmed that there was a hole in the tubing. The cause for the hole could not be determined. The most probable cause is damage before assembly or damage during the manufacturing process. Reference: (B)(4).

Event description:
On (B)(6) 2012, (B)(6) hospital, (B)(6) reported that on (B)(6) 2012 during priming of the h 46361 blood cardioplegia tubing set (article number: 70105.6061, serial number: unknown) that the tubing was split open where the tubing attaches to the white bag spike. Reference: (B)(4).